Event description:
It was reported the patient had lost paresthesia about 3 to 4 weeks ago. The patient had several falls in the past and had been hit by an umbrella about a year and a half ago. The patient had lost over 25 lbs since the last lead revision and had reported he could feel the wires more at the entry site of the spine. Specifically, the wires felt coiled causing discomfort. The patient also reported soreness at the generator site. The patient further reported experiencing a shocking sensation that did not feel like the usual stimulation but more of a shocking at the connectors or wiring. The patient was on his way to the clinic for troubleshooting when the device "came on." The patient "felt a severe shocking that knocked the patient off his feet". An ambulance was called and the patient was transported to the local hospital. The patient reportedly fell off a curb and fractured his foot. The patient was seen a couple of days later for troubleshooting of the device. The unipolar impedances were >3600 ohms on the 1 and 3 electrodes. When the two electrodes were activated in a bipolar configuration the patient felt no paresthesia until the ipg was palpated, then he felt dysesthetic paresthesia over the paraspinous area and over the ipg. When electrodes 0 and 2 were turned on he felt noxious paresthesia in the paraspinous region. On the contra lateral side of electrodes 4 to 7 the patient felt abdominal paresthesia. X-ray examinations of the thoracic lumbar area revealed no acute configurations of the lead or extension wires. The plan was to allow the fracture of his metatarsal to heal for a period of up to six weeks. At that time, a surgical revision of the system to replace the lead, extension, and possibly the ipg will be considered.